Manufacturer narrative:
Reported event of no inductive or rf telemetry could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Analysis performed found no anomaly contributing to reported event of a failure to interrogate. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's atrial lead was failing to capture and exhibited p-wave amplitude variation. Fluoroscopy identified dislodgement of the atrial lead. It was found that during the lead revision procedure, the pacemaker failed to be interrogated. Both the atrial lead and pacemaker were explanted and replaced. The patient was stable.